Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were having a bad sensation in their back all morning and they were out of whack. When agent asked for the event date, pt said they have been having bad sensation but didn't clarify the date since the pt was in pain. Pt stated that the intensity was too high and they wanted to know how to turn the intensity down. Agent redirected pt to their doctor and manufacturer representative (rep) but pt didn't want to call anybody. Pt said that they were on group a with program 1 and 2. Agent walked pt through lowering down the intensity but pt didn't know what intensity they would need to be at. After decreasing the intensity, it still didn't manage pt's pain. When agent still redirected pt to their doctor and rep to further address the issue.